Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was powering off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at approximately 7:30 am. The patient indicated she manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged power issue. Two hours after the reported meter issue began the patient claimed she developed symptoms nausea and shaking. The patient, however, denied she received medical intervention as a result of the alleged meter issue. At the time of troubleshooting, the csr noted that the subject meter's battery had not been replaced per the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/24/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.